Event description:
Boston scientific received information that this right ventricular (rv) lead presented with an increase in pacing threshold measurements and loss of capture; however, it did not result in asystole for more than two seconds. The physician believed that the rv lead had micro-dislodged. A revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.